Manufacturer narrative:
(B)(6). The device was manufactured april 16 - 17, 2019. The device was received for evaluation containing 19 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The device had been filled with 4000 mg of flucloxacillin diluted in 0.9% sodium chloride solution. The device was disconnected from the patient 26.5 hours after the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.